Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient was seen in clinic and the device was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.